Manufacturer narrative:
Since the unit's serial number was not provided, kci cannot conduct a device evaluation of the unit. There have been several attempts made to gather additional information, but there has been no response. Based on the information provided, this report is being filed due to possible user error.

Event description:
On 06/13/2013, kci received article, "a prospective randomized evaluation of negative-pressure wound dressings for diabetic foot wounds" which reported that the negative pressure was erroneously reducted to 50mmhg, thus the wound drainage was not adequately removed, allegedly causing periwound maceration. Dates not provided. No additional information is available.